Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had dimished r-waves on lead. The physician attempted to reposition the lead but was unable to, since the helix appeared to be stretched and did not easily retract and extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent, defib conductor distorted, tip seal observation, apparent explant damage, and blood noted on distal conductor and helix mechanism; full lead returned and analzyed.